Event description:
It was reported that the customer had high blood glucose levels (198 mg/dl). Customer perfored delivery system check and pump is delivering insulin as expected.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
Received additional information stating that the customer experienced elevated blood glucose levels (200-400 mg/dl). Reportedly, customer frequently takes insulin left over from old cartridge and adds to new insulin. When customer used only new insulin to fill the cartridge, blood glucose levels were stabilized. Health care professional reported issue under medwatch number mw5041076.